Event description:
It was reported that during a procedure on (B)(6) 2025, a screw snapped while being inserted. A portion of the screw remained in the bone with no prominence, and the separated screw head was discarded at the hospital. The surgeon repositioned the plate higher on the bone and changed the screw trajectory, resulting in an approximate 5-minute delay. No patient injury was reported. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. The complaint is not confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.